Event description:
It was reported that a 20 year old male patient passed away on (b)(6) 2026 while wearing an Omnipod 5 Pod. The patient died at their residence. According to the Prestataire, no blood glucose data were available for the 24 hours preceding the patient's death. The patient was reportedly in Manual Mode (i.e. open loop) starting Saturday (b)(6) 2026 at 01:00. On (b)(6) 2026, 2 boluses were reported without a blood glucose level - based on the Glooko XT graphs covering the date of the incident and the preceding period received from the Prestataire, a bolus of (b)(4) of insulin between 00:00 and 01:00, and (b)(4) between 11:00 and 12:00. Automated Mode (Omnipod 5 and Dexcom G7 hybrid closed loop) was reportedly resumed around 20:00 and a correction bolus was delivered - based on the Glooko XT graphs the correction bolus was of (b)(4) and was delivered between 20:00 and 21:00. At the time a correction bolus was administered, the patient's blood glucose level was reported to be at (b)(6). It was reported that the day prior to the patient's death ((b)(6)), the patient went to a night club and had multiple glasses of alcoholic beverage (no further details were provided). The patient reportedly went home feeling unwell and experienced vomiting. The patient reportedly went into cardiorespiratory arrest and cardiopulmonary resuscitation was performed by third parties and subsequently by the paramedics. According to the information received from the Prestataire, the patient's cause of death was determined to be respiratory and cardiac failure. At this time, the Omnipod 5 controller is held by the military police pending investigation. The Pod could not be retrieved. Dexcom was informed on the incident on 02 July 2026 (Lot/serial number of the Dexcom G7 CGM sensor reportedly worn by the patient during the incident: 1825349001; Dexcom complaint number (b)(4)).

Manufacturer narrative:
The investigation is ongoing and Insulet is attempting to recover additional details. Insulet is in contact with the reporting Prestataire. If additional information is received, Insulet will submit a supplemental report and conduct all possible investigation. At this time, we are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria.The Prestataire provided 2 Pod lot numbers: PH1K09292541, PH1K08262541. Based on Cloud data, the Pod worn on the date was PH1K09292541 as reported in this report.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.